Event description:
Patient was implanted with universal spine system (uss) construct posteriorly from l4-s1 skipping level l5 on (B)(6) 2008 for an l5 hemangioma. On (B)(6) 2008 patient was implanted with synex cage at l5 from an anterior approach. Initially, the surgeon thought the synex cage appeared to look like it might be crooked or tilted (event captured in complaint #(B)(4)). Patient returned to the operating room (o.r.) On (B)(6) 2013 for revision surgery. The surgeon performed a posterior revision on the patient on (B)(6) 2013. The surgeon reported the patient had a nonunion and the patient complains of back pain that has become worse in the past three (3) months. Reportedly, the patient has had pain for the past few years. The surgeon removed the entire uss construct. Patient was revised to a new uss construct. The surgeon also extended the levels to l3-ilium while skipping l5. During the removal, the s1 screws were reportedly very loose in the pedicles and were easily removed. The l4 screws were solidly anchored in the bone but were removed and replaced with longer screws. The surgeon plans to achieve a solid posterior fusion and leave the synex cage as it is in l5. The new posterior hardware spans from l3-ilium. It was reported all of the posterior hardware was intact. During the posterior revision surgery on (B)(6) 2013, while connecting the rod to the right iliac screw, the nut was cross-threaded on the screw, and damaged the screw. The nut and screw were replaced, and then engaged properly. In addition, the graft pusher handle split when impacted with the mallet, as the surgeon was performing the interbody fusion at l3-l4 with the transforaminal posterior lumbar interbody fusion (t-plif) spacer set. All pieces of the broken handle were retrieved, and another sterile set was available to retrieve another graft pusher. There was less than 15 minute delay total for the cross-threaded nut and screw, and the broken graft pusher handle. Surgery was completed. This is 8 of 16 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, mnh, kwp, nkb. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.